Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1vhr2 implanted: (B)(6) 2019, explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Mentioned they had lead and ins replaced on (B)(6) 2022. No new information was presented today related to this event

Event description:
Additional information was received from the patient. They reported that they've contacted the doctor that manages their device about this issue and noted an appointment date of (B)(6) 2022. The cause of the inability to turn on the stimulation was unknown and the likely cause was "I turned off stimulator before MRI. It would not turn immediately after MRI." The steps taken were conflicting and likely related to patient's prior device, but the steps were noted to be "(B)(6) 2022 - bladder device was removed and replaced in (B)(6) 2022." The issue was reported as being resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1vhr2 serial# implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead b5 has been updated to include information previously captured in (B)(4) as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI and now needs assistance programming, however when patient came on the line, stated that they are at managing healthcare provider's office as patient doesn't feel the stimulation sensation. Patient said that they turned stimulation off prior to MRI. Patient confirmed that stimulation is on now and has increased the setting. Patient said that last week felt stimulation when at 1.9 and now isn't feeling stimulation even at 3.0. Patient then said that either in may or june of this year, they met with the manufacturing representative and it was determined that two electrodes are not working. Patient said that can only use program 4 and one other program, can't remember the other one, however now doesn't feel any stimulation sensation. Rep was contacted about the issue.